Event description:
It was reported that while using the cartilage clamp to take out the meniscus, one tip of the clamp subsequently fractured. The surgery proceed without further complication.

Manufacturer narrative:
This report will be amended when our investigation is complete.